Manufacturer narrative:
A product investigation was completed: a visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 310.63 5.0mm cannulated drill bit is an instrument routinely used in the 6.5mm and 7.3mm cannulated screws system. The device was returned and reported to have broken during surgery. This condition is confirmed; the entire distal cutting edge is missing leaving behind a jagged fracture surface. It is likely that the device collided with something harder than bone, such as a guide wire or another implant, which has led to this complaint condition. The device was manufactured in october 2015 and is less than a year old. The balance of the returned device is in otherwise fairly good condition with minimal visible wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 5.0mm cannulated drill bit broke during an open reduction and internal fixation (orif) olecranon fracture on (B)(6) 2016. The surgeon was pre-drilling in preparation for implanting a 6.5mm cannulated screw in the intramedullary canal of the olecranon in order to repair the fracture. When surgeon handed the drill bit back to the scrub technician, the scrub technician noticed that the end of the drill bit was missing. The scrub technician informed surgeon who tried to get the broken fragment out using a conical extractor from the screw removal set. The retrieval was unsuccessful. Surgeon made the decision to leave the end of the drill bit in the intramedullary canal of the patient's olecranon. There was a 10 minute surgical delay due to the reported event. Another drill bit was not needed as the drilling was already accomplished. The procedure was successfully completed. There are no plans to remove the drill fragment that was left in the patient. This is report 1 of 1 for (B)(4).